Event description:
Procedure: mini avr scs01 was placed and confirmed with tee. Retrograde was delivered throughout the case with appropriate increase in cs pressure. When they went to deliver retrograde the last time, there was no increase in the cs pressure and when the anesthesiologist aspirated back on the balloon syringe, blood was noted indicating a balloon rupture. No patient adverse event, no prolonged o.r. Time.

Manufacturer narrative:
In 2009---the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are jagged and there is more balloon material on one side than the other. There is also wall thinning in the area of the burst which is consistent with balloon study balloons that had been over inflated. The device was then functionally tested by putting water through the infusion and pressure lumens and the water flows from where is should with no defects detected. The entire catheter was then visually inspected and there are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.